Event description:
The customer reported faulty speaker. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A good faith effort (gfe) was performed to clarify if the speaker produced sound, and it was provided that there was no sound. The philips remote service (rse) spoke to the customer and determined that the speaker needed to be replaced. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. If additional information is received, the complaint file will be reopened.